Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause could not be determined as the device was not returned for evaluation. The probable cause was determined to be a temporary contact failure that occurred due to the user connecting the video connector without drying it sufficiently. No additional information was obtained.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer reported that when the issue occurs, they see color bars on the image. The issue was not reproducible during troubleshooting and the device was working as intended. The customer was instructed to monitor the situation and call back if the issue recurs. No additional information was provided. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported they needed assistance troubleshooting a scope with no image issue. No patient involvement was reported. No additional information has been obtained.